Event description:
Consumer complaint of blood results reading "hi". Verified the strips expire 10/31/2015. Customer ran another blood test, "hi". Advised seeking medical attention.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had high glucose result. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).